Event description:
Boston scientific crm received information that the right ventricular (rv) lead exhibited loss of capture at maximum outputs and decreased sensing measurements. A lead revision procedure is scheduled. The patient has a sinus bradycardia rhythm and when the device is programmed to aai his heart rate is 130 bpm with good conduction. The patient is not pacemaker dependent and no adverse patient effects were reported. Since the patient had good conduction, the lead revision was performed two and a half months later. During the revision the implanting physician attempted to revise the rv lead without a safe sheath. When the lead was brought out of the body, the helix would not extend. This rv lead was explanted and a new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this event will be updated as necessary. At this time, the lead has not been returned. If additional information should become available to our company, this event would be updated as necessary.

Manufacturer narrative:
This lead has been returned and is currently undergoing analysis. The event will be updated once analysis is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the complete lead was returned with the helix retracted. Dried blood was observed in the lead lumen past the helix housing. The lead was subject to direct current resistance testing and passed on all paths, verifying its electrical performance was intact. Analysis was unable to confirm the field allegation of loss of capture and decreased sensing measurements. However, analysis did confirm that the helix would not extend due to induced damage.